Manufacturer narrative:
During a lower extremity artery stenting procedure the stent only released 2/3 of the way. It was noticed the stent distal y-valve had retreated to the delivery shaft distal and there is no residual operating space. There was still a 1/3 of the stent that had not been released. After the operator pulled back the entire delivery system, he then completed releasing the stent, but the stent was significantly elongated. Treatment lesion is the distal superficial femoral artery, p1 segment. Stenosis was 50%, slightly calcified, but not tortuous. Additional information was received and it was verified prior to insertion that the stent was contained within the outer sheath/introducer of the system. There were no damages noted to the device prior to use or after the device was used. Some resistance was felt while tracking the device towards the lesion. The stent delivery system (sds) was advanced past the lesion and then was withdrawn back into the lesion prior to stent deployment. There was unusual force applied during deployment of the stent as the stent was difficult to release. There was still one-third of the stent that wasn't released, attempts were made to release the stent. After performer held the blue outer sheath to retreat the entire delivery system, the stent was completely released. However, the stent was significantly elongated, so the stent inside the patient. There was no adverse event on the patient but the operator is concerned about the long-term patency rate. A balloon was used for expansion to complete the procedure. The device was removed from the packaging according to the instructions for use. The product was returned for analysis. A non-sterile unit of smart flex 5x150 vas 120 cm sds was returned. Per visual analysis the device had been deployed, and no stent was returned. The hemostasis valve was open. No other anomalies or damages were noted. Per functional analysis the inner member deployment/retraction process was performed without any difficulty. Per dimensional analysis the allowable stent length was within specification at 154 mm. A device history record (DHR) review of lot 38428 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)/ deployment difficulty¿ and ¿stent-ses/ incorrect length - too long/stretched" could not be confirmed through analysis of the device as the stent was not returned. The exact cause of the events could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by a description of pulling the device back during deployment. Moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. According to the instructions for use ¿advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers distal to the target lesion and proximal placement marker proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve on the handle must be loosened to allow free movement of the pusher tube. Deploy the stent. Stent deployment must be performed under fluoroscopic guidance. Grip the outer sheath and handle with one hand and the pusher tube with the other. Move the outer sheath proximally relative to the pusher tube, while holding the pusher tube in a fixed position. The position of the delivery system may need to be adjusted to keep the distal stent markers at the appropriate location. Once the distal end of the stent starts to deploy continue to retract the proximal outer sheath and handle while holding the pusher tube still until the stent is fully deployed and the proximal stent markers have expanded. Note: the proximal placement marker may move during the stent deployment and may not coincide with the location of the proximal stent markers after deployment. If resistance is felt during retraction of the outer sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the DHR review, the procedure films nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
The performer in the lower extremity artery carotid stenting procedure, according to IFU to remove the packaging, and according to the correct operation process to release the stent on the p1 segment, the stent was releasing 2/3 found the stent distal y-valve has retreated to the delivery shaft distal, there is no residual operating space. There is still a 1/3 of the stent has not been released, after performer observed y-valve may be away from the blue outer sheath and hold the blue outer sheath retreated the entire delivery system, then completed releasing the stent, but the stent was significantly elongated. Treatment lesion is the distal of superficial femoral artery, p1 segment, stenosis 50%, slight calcified, no tortuous.